Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of loose motion (diarrhea), a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred and she developed loose motions. On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was admitted to the hospital for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip), amikacin (500mg, loading dose, ip), fortum (1gm, daily, ip) continuing, and amikacin (250mg, daily, ip) continuing. It was unknown if the dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It is unknown if the peritonitis or the loose motions were resolving. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique or the loose motions.